Manufacturer narrative:
.

Event description:
It was reported that the patient presented to the emergency room complaining of -spasm on right side- in 2009. The ventricular lead had dislodged and exhibited significantly elevated pacing threshold. The lead was successfully repositioned.